Manufacturer narrative:
Correction of lot # from incorrect 18070m500 to the correct 18071m500. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, release testing data review, specificity testing, and a review of labeling. A review of customer complaints received to-date did not identify an increase in complaint activitiy related to discrepant patient results with architect ca19-9xr, list 2k91-35, lot 18071m500. Accuracy testing was completed using an internal ca19-9xr panel and retained kits of reagent lot 18071m500, which met acceptance criteria. The investigation results show that there is no product deficiency and that the architect ca 19-9xr reagents are performing as intended. Further investigation is not required. Based on the results of this evaluation, the architect ca19-9xr assay, list 2k91-35, lot 18071m500, is performing as intended and no product deficiency or malfunction was identified.

Event description:
The customer stated that a patient sample generated a falsely elevated architect ca19-9 assay result of 72.39 u/ml. The customer retested the sample and generated a result of 2.01 u/ml. The customer reported the 2.01 u/ml result. There was no impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-35 that has a similar product distributed in the us, list number 02k91-27.